Event description:
The customer reported that high-dose etoposide leaked from the tubing directly under the drip chamber at a non-connection point during infusion. The leak was noticed near the end of the two hour infusion. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). No prod will be returned per customer. The customer complaint could not be confirmed because the prod was discarded and not returned for failure investigation. The root cause of this failure was not identified.